Event description:
During interrogation of the device, there was an alert delivered for a charge time-out. The device was not implanted and there was no patient involved.

Manufacturer narrative:
Upon receipt, the device was interrogated by a programmer and normal communication was established. The programmer printouts and device image were obtained. The device image was reviewed, and there was a charge time-out alert noted. Functional testing was performed with laboratory high voltage (hv) capacitors attached, and the device was found to function normally. The hv capacitors were sent for further analysis, which concluded that the cause of the reported field event was due to an internal hv capacitor anomaly. The reported event of a charge time-out was confirmed.